Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer attempted to change their infusion set, however the occlusion alarm persisted. The customer¿s blood glucose (bg) level was over 500 mg/dl. The customer address their bg with a manual injection.